Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, self test and displacement test or verify unexpected battery power loss anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with cracked battery tube threads, cracked case battery tube, cracked case corner belt clip rails and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alert. The customer stated they did not received low battery alert prior to the replace battery alert. Customer stated that battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.